Event description:
Caller reported malfunction code on mobi pump with a displayed malfunction code of malf 24 and fault ID 0x2219. The customer's blood glucose level exceeded a safe threshold, displaying "high," however, no specific value was known. Customer had not taken any corrective actions for the high blood glucose level at the time of the report but received normal assistance from a third party without being incapacitated. No notable events occurred prior to the malfunction. Technical support arranged for the pump to be replaced, as the malfunction code was not resettable and the pump was under warranty until 2028. Customer was informed that they would receive a new pump with updated software and provided instructions on returning the problematic pump. Additionally, they received guidance on programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump. Technical support ensured a replacement pump was sent, and the customer would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.